Manufacturer narrative:
One single flow through dpt kit was returned for evaluation. Dry blood was visible on the male luer of zero-stopcock. The reported event of disconnection of the transducer was not able to be confirmed. Flow through dpt unit was returned without any attached tubing set. No visible damage was observed from the dpt and bonded stopcocks. Dpt stopcocks could make tight and secure connection with pressure tubing from lab. Both male and female luers of the dpt stopcocks also dimensionally passed iso standards. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
It was reported that the disconnection of the transducer caused cerebrospinal fluid leakage from the drain. Additional information was provided by the customer that the patient did not develop a new infection due to the disconnection. There was no intervention or treatment needed because of the disconnection. UDI number for this device is: (B)(4); (B)(4).

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that the transducer disconnected from the drain even after the physician tightened it. It fell from the drain to the floor. The disconnection of the transducer led to cerebrospinal fluid leakage from the drain where the transducer fell off. Patient demographics has been requested but not available.